Event description:
It was reported the stylus does not respond to the screen appropriately. The stylus is off from the point of contact. Calibration was attempted, without success. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Stylus does not respond to the screen appropriately. Overlay /bezel assembly found out of electrical specification.